Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 for high blood glucose of 563 mg/dl. The customer reported feeling thirsty before being hospitalized. The customer was wearing the insulin pump at the time of the hospitalization. The customer was unable to perform the high pressure test during the troubleshoot. The customer also reported a bent cannula sensor during the troubleshoot. Customer also reported inaccurate readings with the sensor. The sensor glucose was 95 mg/dl and the customer's blood glucose was 600 mg/dl. The customer's current blood glucose was 107 mg/dl. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.